Event description:
The customer initially reported that a patient coded and expired, and though the central did provide an alarm, it was unclear whether an alarm occurred at the cms bedside. It was also stated that not all expected alarm recordings were provided for this event.

Manufacturer narrative:
The customer initially reported that a patient coded and expired and though the central did not provide an alarm, it was unclear whether an alarm though at the cms bedside. It was also stated that not all expected alarm recordings were provided for this event. The customer was contacted, at which point it was stated that there was no issue with the alarms. The issue was that they did not get all the strips they expected. They were under the impression that when they silenced an alarm and an alarm reminder was provided, that a new strip would be generated. Field service engineer (fse) went onsite and completed performance testing on the system, finding that the central and bedside were performing per specifications. Though logs were noted to have been collected, they were not provided and were not required for analysis of this issue. The described behavior is normal device behavior. The uncertainty of this customer about whether multiple strips should be recorded for an alarm is not considered as a factor in this death. The labeling (IFU) describes the printing of strips when an alarm occurs (if configured) and does not indicate that strips are printed when alarm reminders occur.